Manufacturer narrative:
Pt's age was requested, but to date has not been provided. The device was reported as returning for investigation. To date the device has not been returned. Once the device has been returned, a complete investigation will be performed and a f/u report will be provided with add'l info. The second device used in the same procedure is reported under medwatch number 2951580-2011-00095.

Event description:
During a shoulder arthroscopy procedure using two ultravac 90 with integrated cable arthrowands, the tip of the wand reportedly started spark and melt one min after the surgeon started using them. It is unk if any fragments fell into the pt. The procedure was reported as completed with no adverse reactions to the pt and no pt injury.